Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to hip surgery, an interrogation was done on the patient's device. The patient's right ventricular (rv) lead had loss of capture. The lead is still in use. No patient complications have been reported as a result of this event.